Event description:
A 24mm diameter x 14 mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at time of implant was not reported. The CT scan demonstrated the aortic cuff had separated from the bifurcated stent graft that had migrated. The migration was due disease progression with aortic dilatation. The patient has elected to wait 2 months and at that time the physician will implant an aortic cuff. No additional clinical sequelae were reported.